Event description:
On 03/17/2008, new information was rec'd from service site indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
The unit is in transit to the manufacturing site for further analysis of the observed "no audio" failure.